Event description:
Pt admitted to hospital for removal and replacement of bilateral silicone gel breast implants and total capsulectomies secondary to rupture of implants. Free silicone gel was found in the pockets during surgery. MFR is unknown. These breast implants were placed in 1998. Pt authorized hosp to discard surgically removed implants.